Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had high impedances and no capture. A fracture was suspected. A life vest was placed on the patient and the rv lead was subsequently capped and replaced. No patient complications have been reported as a result of this event.